Event description:
(B)(4) reports via e-mail; during procedure, luer connector detached from the extension tube. First (s1) and 2nd (s2) : injection was 12ml/sec 3rd : injection protocol was 8-10ml/sec 3rd time procedure was no problem. When using the product on a pt during the procedure the physician observed the incident. No injuries reported. Covidien product monitoring has made multiple attempts to obtain pt and incident info. As of (B)(6) 2012 no additional info has been received by (B)(4).

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.